Manufacturer narrative:
Device received with failed battery test, problem isolated to electrical board 1. Unable to confirm error 35 and error 53 due to failed battery test. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was 247 mg/dl. The customer reported that the insulin pump had battery failed alarm, software error detected alarm and a pump error alarm. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.